Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled, and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument was not performed. The instructions for use(IFU) states; that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on clipping a vessel, the clip applier was not loading properly and the clips were shooting out. They used another clip applier to complete the case. There was no patient injury.